Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet was found to be difficult to remove from the lead lumen; however, it was later successfully removed. The lead was subsequently not used and replaced. The patient was in stable condition.